Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) asked the customer if there was a complete failure of the loudspeaker, but no additional details were provided. The rse ordered and shipped a replacement speaker to the customer site to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue x3 indicating there was a speaker failure. Audio was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.